Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during pumping. The customer's blood glucose was 139 (mg/dl). Reported the customer reloaded a cartridge onto the pump.